Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead and left ventricular (lv) lead exhibited high thresholds. The rv lead also exhibited low r waves. It was further reported that the right atrial (ra) lead exhibited potential oversensing. The rv and lv leads were explanted and replaced. The ra lead remains in use. No patient complications have been reported as a result of this event.